Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial and final medwatch report, a sus voluntary event report #(B)(4) was received containing the following information. Event description emergency cardiac catheterization with stents was performed, a perclose proglide closure attempted o the femoral artery. The distal shaft broke off in the femoral artery. The shaft was snared but could not be removed due to angulation. A cut down was performed and the device retrieved and removed. Diagnosis or reason for use: cardiac catheterization closure. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, during the procedure, the distal shaft broke off in the femoral artery. A surgical cut-down was performed to remove the broken shaft and suture the artery closed. The patient was intubated and remained hospitalized an additional two days. The physician is reported to be trained in the use of the proglide device. There was a reported clinically significant delay in the entire procedure. No additional information was provided.